Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bloody cuts and indents in skin from the electrodes and wiring of lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports being in and out of the hospital. There is no indication that the equipment caused or contributed to the hospitalizations. The patient's physician recommended periodic removal of lifevest due to skin irritation. Follow up indicated that the skin irritation improved.